Manufacturer narrative:
Device available for evaluation: only the replaced portion of the driveline was returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for hemoglobin of 5.8. Hemoglobin was drawn. The source of bleeding was presumed to be a gastrointestinal bleed. The bleeding was presumed to be resolved as the hemoglobin was stable. The patient received a blood transfusion and refused any further work up of testing. The patient's hemoglobin was monitored as per routine for the patient. Upon alarm review it was noted that there were pump stops on (B)(6) 2022 at 19:07 and 19:47 and on (B)(6) 2022 from 18:10 to 18:11 and low speed events on (B)(6) 2022 at 21:13 and (B)(6) 2022 at 07:03. The patient stated that when the system controller alarms, they move the cord and the alarms stop. After a review of the log file, it was noted that the alarms appeared to be occurring while connected to the mobile power unit and it appeared to be a short to shield. It was recommended to use a non-grounded patient cable and battery power for support. A driveline repair was completed on (B)(6) 2022. The patient was placed on a grounded cable for a short time and the alarms did not return. The patient was discharged with a non-grounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported alarms and pump stoppage events. However, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. A specific cause for the reported bleeding as well as a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. A distal-end driveline replacement was performed on driveline serial number (B)(6) on 28feb2022 and approximately 14.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A tear in the silicone jacket adjacent to the controller connector was also observed. The damage appeared superficial and would not have contributed to the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jan2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for and clean the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.